Event description:
I had essure placed on (B)(6) 2011, by dr. (B)(6). I was told by dr. (B)(6) that the procedure was going to be a quick 15 minute procedure and I would be able to return to work. On the day of my procedure everything seemed to be going ok. I was in more pain than I expected during the dilation of my cervix. Dr. (B)(6) started with the left coil first. It felt like my fallopian tube was on fire. When the right coil was being deployed it broke. Dr. (B)(6) had to remove the fragments from my uterus. That was completely excruciating. I lay there in tears trying to focus on the ceiling. When the fragments were all removed one of the nurses had to receive another coil when dr. (B)(6) tried to deploy the right one, again, he had to move around a polyp. Another couple excruciating minutes tick by. When the coil is finally deployed I feel the same burning sensation as the left. My procedure took around 2 and a half hours. I was not able to return to work for a week and a half due to constant bleeding and pain.